Manufacturer narrative:
(B)(4).

Event description:
Received info the pt states she has had "three failed implanted due to broken leads." She is wanting to have the last one explanted and has not been able to find a physician who will do the surgery. Pt states a MFR's representative saw her in the hcp's office and tested the system and did not believe her when she said it's broken. Pt states she "wants this nonfunctional thing out of me before I have any more damage." Currently she has not found a surgeon and is still looking.